Manufacturer narrative:
H3: evaluation summary: customer report of 'the implanted aortic valve was working perfectly; however, it was too big once the mitral valve had been replaced so it was explanted.' Could not be confirmed through visual observations. X-ray demonstrated wireform intact. Suture holes were visible around the sewing ring. H10: additional manufacturer narrative: updated sections d9, h6 (type of investigation) the reported event was not confirmed through preliminary evaluation of the explanted valve. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was most likely due to patient related factors.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx27mm was explanted at implant. As reported, the patient showed moderate-to-severe mitral regurgitation when the case started. The surgeon thought that replacing the native aortic valve would fix this. On coming off bypass the mr had become worse. Decision was made to go back on and replace the mitral valve. The implanted aortic valve was working perfectly, however it was too big once the mitral valve had been replaced so it was explanted. A 25mm magna ease valve model 3300tfx25mm was successfully implanted in replacement. Per medical opinion, there was nothing wrong with the valve; the patient had an undiagnosed mitral valve problem at the start of the operation.